Event description:
The stryker micro sagittal saw was sent in for evaluation due to overheating during a procedure. No adverse event was associated with the device; another device was used to complete the procedure without any procedure delay.

Manufacturer narrative:
During quality investigation corrosion damage was noted on the motor, rotor, press plug and bearings. The damaged parts were replaced and the device was returned to the customer.